Manufacturer narrative:
Result: there was no visible damage to the pump. Functional testing of the returned pump included powering the unit on and allowing it to operate for 30 minutes, then powering the unit off and back on and no issues were found. Conclusion: evaluation of the returned device revealed it was fully functional. The pump was powered on and worked without an issue and, therefore, the root cause of this complaint cannot be determined. The pumps are 100% functionally tested during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure for a deep vein thrombosis (dvt) using a penumbra system aspiration pump max 110 (pump max). During the procedure, the pump max was turned on and worked fine; however, as the procedure continued and the pump max was powered off and back on, there was a delay of about 15 seconds before it turned on fully and started working. The procedure was completed using the same pump max. There was no report of an adverse effect to the patient.